Manufacturer narrative:
Concomitant medical products: dtmb1d4 crtd; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was premature battery depletion on the cardiac resynchronization therapy defibrillator (crt-d) due to high left ventricular (lv) lead threshold. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.